Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's previous sensor had separated from the needle guard before insertion. The customer's blood glucose at the time of incident was 9.0 mmol/l. The sensor has not been returned to the customer as of yet, but a replacement sensor was sent.